Event description:
It was reported that the customer was unable to fill the cartridge. Reportedly, the customer changed the syringe and needle and was able to successfully load the cartridge. Customer had elevated blood glucose levels (300 mg/dl).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.